Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. A complaint lot history check was performed on lot # 1132270 for needle clog. This is the 2nd. Related complaint for needle clog on lot # 1132270. Investigation summary a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g insulin was prohibited from flowing. There was no report of patient impact. The following information was provided by the initial reporter: material no. 320550. Batch no. 1132270. It was reported that there was no insulin flow. Verbatim: consumer reported no insulin flow.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g insulin was prohibited from flowing. There was no report of patient impact. The following information was provided by the initial reporter: material no. 320550. Batch no. 1132270. It was reported that there was no insulin flow. Verbatim: consumer reported no insulin flow.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. A complaint lot history check was performed on lot # 1132270 for needle clog. This is the 2nd. Related complaint for needle clog on lot # 1132270. Investigation summary a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.